Event description:
Customer states that the pump was running, but not delivering any nutritional product.

Manufacturer narrative:
Pump was tested for accuracy several times, using water. Pump delivered amount within specification ((B)(4)). Complaint could not be confirmed.